Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It is likely that the event occurred when the charged coupled device unit was damaged due to physical stress applied to the insertion part during handling by the user. The event can be detected/prevented by following the instructions for use which state: 1) "inspection of the endoscopic image." 2) "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customers¿ allegations were confirmed; there was an image flicker and the charged coupled device unit was damaged. Additionally there were deep dents in the insertion tube, and there was a restriction in the forceps and brush passage. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus that during the procedure, there was an unrestorable no image scope communication error code on the evis exera iii bronchovideoscope. The procedure was completed with a different scope. The procedure was not prolonged and the patient¿s anesthesia was not extended. The procedure did not need to be postponed and no medical intervention was required. There were no reports of patient harm associated with this event.